Manufacturer narrative:
Concomitant product: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The consumer reported the patient felt stimulation but it was not strong enough. The patient noted they could hardly feel it. The patient also stated that stimulation was currently in his belly and left leg. It was noted that the leg was good but he wanted stimulation in the back and not the belly. The patient was not sure if he could make adjustments to the stimulation since he had no direction after the surgery. The patient mentioned he just had the implantable neurostimulator (ins) placed (B)(6) 2014. The patient noted he was supposed to have adaptive stimulation but was uncertain how to work "all this." The patient stated he was uncertain if adaptive stimulation was programmed yet or not. The patient noted he "just woke up from surgery and went home." The patient stated he was currently at 3.80v and stimulation was on. The patient stated after increasing stimulation he felt it a little more. The patient also reported that he had a burning feeling where the ins pocket was located. The patient stated that it hurt and had been that way since (B)(6) 2014. The patient stated that the hcp told him to put an icepack on it. It was noted that the patient's next follow-up appointment was (B)(6) 2014. The patient stated the healthcare professional (hcp) told him to call the manufacturer. The patient was redirected to the hcp.